Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (CRT-D) received two shocks. Technical review identified frequent right atrial ectopy and short runs of atrial tachycardia. An atrial paced beat followed by right ventricular pacing immediately preceded the onset of tachycardia, although it could not be determined whether pacing induced the arrhythmia. Noise signals were noted. The device remains in service. No additional adverse patient effects were reported.